Event description:
It was reported that intermittent malfunction alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly customer will use pump until replacement pump arrives.